Event description:
It was reported that during draw blood leakage occurred with a bd vacutainer® push button blood collection set. The following information was provided by the initial reporter: it was reported customer experienced leaking during blood draw. There was no blood exposure.

Manufacturer narrative:
H.6. Investigation summary bd received contaminated samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for leakage with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.

Manufacturer narrative:
Medical device type: jka,fpa. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during draw blood leakage occurred with a bd vacutainer® push button blood collection set. The following information was provided by the initial reporter: it was reported customer experienced leaking during blood draw. There was no blood exposure.